Event description:
The clinician reports that the day the implant was placed in fdi 45 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and ridge augmentation. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and numbness. No further patient complications were reported.